Event description:
Customer states that the battery cover for her compact plus meter is melted, and will not stay on the meter. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.